Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was found deceased at home on (B)(6) 2017. It was noted the patient had been ill for some time. A company field representative was contacted to interrogate the device at the morgue. Interrogation revealed two alert codes had been recorded on (B)(6) 2017. Code 1004 indicates a shock into shorted lead and code 1007 indicates a charge timeout occurred. Remote monitoring revealed the shock into a short occurred on (B)(6) at 1:07 pm and the charge timeout followed at 1:29 pm. On (B)(6) at 00:11 am, remote monitoring was disabled due to limited battery capacity (explant indicator was reached on (B)(6) at 1:09 pm). The lead was not explanted post-mortem and no autopsy was performed or requested. At this time, there are no reported device allegations contributing to the patient's death. The patient did not have a good quality of life and was a stationary patient. The cause of death documented by the coroner was natural causes.